Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with stenosis and underwent transforaminal lumbar interbody fusion (tlif) surgery at l4-5 levels. During surgery, the tip of the driver was broken. No fragment of the instrument were remaining in the patient. The product came in contact with the patient. No patient complications were reported during this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the corners of the torx on the tip of the screwdriver are rounded. This is consistent with repeated normal use. The threads around the tip that interface with the head of the screw have been damaged. This type of damage is consistent with repeated normal use wearing the corners of the torx down. If information is provided in the future, a supplemental report will be issued.